Event description:
New information received notes that the patient was stable post-procedure. It was unknown when the seroma was discovered. Attempts were made at non-surgical management for at least a few weeks prior to replacement surgery.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's pocket was revised due to seroma and discomfort. Physician decided to replace the device too for added longevity due to placement in sub-pectoral in a compromised patient and to avoid additional surgery later. No further information was available.